Event description:
Reporter stated the connector, which is attached to the self-adhesive, came loose. The customer noticed it as the tube was no longer connected to the headset and her blood glucose level increased. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.